Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked reservoir tube window through the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that a certain button on the insulin pump was not functioning properly. Every time the customer tried entering information into the insulin pump and pressed that button, the numbers kept scrolling up. The customer's blood glucose was 188 mg/dl. The discontinuation of the device was advised. Nothing further was reported.